Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -7.0/3.0/089 (sphere/cylinder/axis) lens tore during loading after opening the vial. The lens was not implanted. On (B)(6) 2023, a longer length lens was implanted into the patient's left eye (os) and the problem was resolved. Cause of the event is unknown. Reportedly, "patient ubm particularity, choose two models for backup, 13.2 crystal breakage, implantation 1.7, arch height idea."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim#: (B)(4).